Event description:
It was reported that a patient's device was "bothering" her and she wanted it removed. The reporter did not provide specific details about any issues with device. It was stated that the patient has had the device for over 7 years, and it had not worked "in a long time". Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. Product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).